Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during an operation on an unknown date, it was reported the screwdriver broke. There is a damaged edge reportedly. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(6). Report received indicates the investigation shows that the tip is broken. The screwdriver was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. The broken surface is homogenous which indicates material conformity to the specification as well. Based on these findings we conclude that the cause of the breakage is not due to any manufacturing non-conformances and we have to assume, that exceeding applied mechanical force caused this breakage. No product fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.